Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow-up corrects that information.

Event description:
(B)(4) the dentist reported that 1 month after the dental implant was installed in intraoral region #18, it was verified its non-osseointegration. The patient presented insufficient bone quality/ quantity (bone type I).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region #18, it was verified its non-osseointegration. The patient presented insufficient bone quality/ quantity (bone type I).